Event description:
It was reported the customer had a no delivery alarm during a bolus. Customer stated the alarm occurred four times in the past. Troubleshooting found insulin was delivered without a no delivery alarm during a fixed prime. It was also found the customer had blood at site, a possible cause to their no delivery alarm. Customer's blood glucose was 300 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.